Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with incarcerated left inguinal hernia thereby underwent repair with implant of perfix plug. (Note: the operative note for this procedure is not in medical records) (B)(6) 2010 - patient was diagnosed with recurrent left inguinal hernia with pain and disability of left inguinodynia thereby underwent open repair with excision of perfix plug and implant of synthetic mesh. Per operative notes, ¿the external oblique was scarified and adherent to structures of inguinal canal were taken down. The onlay patch was retracted from the level of pubic region. The ilioinguinal, iliohypogastric and genitofemoral nerve was adherent to mesh were mobilized, a segment of each transected proximal ends and ligated. The large meshoma was identified. After the lysis of adhesions, the scar tissue, plug and onlay patch were removed. The recurrent direct hernia defect was identified and excised. A synthetic mesh was placed and sutured. ¿